Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A photo was sent that showed the perforated tops. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6092546. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 24 rubber stoppers of the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure were discovered to be perforated during an inspection. No injury or medical intervention reported.